Event description:
During ambulation, the wheel of the walker broke and the end user fell.

Manufacturer narrative:
It was reported that during ambulation, a wheel of the walker broke and the end user fell. The wife states that he had been experienced left sided pain for a few weeks prior to the incident and that the pain increased after the fall. X-rays were then taken and revealed a minor fracture of his 10th left rib. No treatment was ordered. It is not known if the fracture was a result of this incident or if it was per-existing. The sample was returned and evaluated. There were small scrapes and dents throughout the frame of the walker. The left rear leg of the walker was bent slightly outward. The front wheel extension was broken at the hub but not fully detached from the axil. No manufacturing defect was identified. Samples from stock were pulled and tested. When a sudden application of a lateral force was applied to the wheel, a similar wheel fracture occurred. We have determined that a lateral load was most likely the cause of the reported incident and that it was not the result of a manufacturing defect. It has not been confirmed that the incident caused the rib fracture but in an abundance of caution, this medwatch is being filed.